Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed farfield sensing and increased threshold measurements. A chest x-ray revealed this lead was dislodged. A revision procedure is intended, however has not been scheduled as of this date. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Despite attempts to obtain the resolution for this lead, no further information could be obtained.

Event description:
Subsequently, this lead was explanted and returned for analysis.